Manufacturer narrative:
An event regarding revision due to stem fracture involving a duracon stem was reported. The event was confirmed by medical review. Device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: because the underlying problems of a major bone defect condition around the implanted mrh devices were not solved during the three previous revisions of 2011, 2012, & 2013, a new failure for the same reasons as reported before is likely with loss or lack of bone support around the implanted mrh devices due to bone graft failure possibly causing new overload problems with possibly a new stem fracture although lack of adequate information prevents to establish a clear diagnosis about this 2016 problem. Device history review: not performed as the lot information provided was invalid. Complaint history review: not performed as the lot information provided was invalid. The medical review concluded that : because the underlying problems of a major bone defect condition around the implanted mrh devices were not solved during the three previous revisions of 2011, 2012, & 2013 cases, a new failure for the same reasons as reported before is likely with loss or lack of bone support around the implanted mrh devices due to bone graft failure possibly causing new overload problems with possibly a new stem fracture although lack of adequate information prevents to establish a clear diagnosis about this 2016 problem. However further investigation of the event was not possible based on the limited information provided. Further information such as device return and lot details, pre- and post operative x - rays as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Knee implant broke.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Knee implant broke.